Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the ratchet handle was not working. Barrel had bent pin and the graft was torn. The event occurred during surgery. There was no patient harm and no delay. The surgery was completed without using an alternate device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following: were updated/corrected: date of report, lot#, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. On october 22, 2018, it was reported that the ratchet handle was not working. The barrel had a bent pin and the graft was torn. The issue occurred. The customer returned a skin graft mesher device, serial number: (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(4) for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number: (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number: (B)(4) three times as documented in the repair reports in livelink. The last repair was february 14, 2018 where it was reported that both ends of the comb appeared to be bent/unable to roll the graft through and the comb was replaced. This is not a related issue. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number: (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet australia on november 5, 2018 revealed that the handle was not working and was noted to not have any lubrication. The comb had a damaged flat spot on the underside and needed replaced. The pretest could not be performed due to the damaged comb. The side plates were worn on the inner surfaces. The carrier guide was worn and the shoulder bolts, washers, and nets needed to be replaced. The bottom roller was worn on the inside surfaces on both sides. The 1.5:1 ratio cutter, serial number: (B)(4) produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet australia on november 5, 2018 which included replacement of the bearings, side plates, roller, shoulder bolts, nuts, washers, comb, carrier guide, screws, and gears. Skin graft mesher, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the ratchet handle was not working was confirmed since during the product review it was noted that the handle was not working and was noted to not have any lubrication. The reported event that the barrel had a bent pin was confirmed since during the product review it was noted that the comb had a damaged flat spot on the underside and needed replaced. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb had a damaged flat spot on the underside and handle was not working and was noted to not have any lubrication. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
No additional event information was received.